Event description:
It was reported that during an unk procedure, the device was used and the pt received a permanent colostomy. After firing, the donuts and staple line were fine. It is believed that due to the location there was tension on the area and it pulled apart. The pt received a permanent colostomy. The pt was fully aware that he may have to received a permanent colostomy.

Manufacturer narrative:
Date sent: 08/11/2008. Info anticipated, but unavailable at this time.